Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the user interface module (uim) of avea ventilator is not working correctly. At this time, there is no information about patient involvement on the reported event.